Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the electrode part was not found, when the sensor was removed. Customer blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used partial sensor and found sensor cannula bent retracted inside sensor base. See attached picture for details. No broken or missing parts were observed during analysis. Unable to confirmed customer received sensor in said condition due to customer returned opened or used. Customer returned 3 needles 1 sensor.